Event description:
Customer reported that she is in her way to the hospital due to high blood glucose and dka. Customer stated that her blood glucose reading has been higher then normal and she is unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.